Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The photographs were review, and it was found that the flange on the inner wrap, containing the sterile product, was overstepping between the outer package and itself, making more difficult the opening process. However that should not compromise the sterility of the product,   depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white overlapping tab on the inner packaging had been sealed through the outer white covering, thereby compromising the sterile packaging. This would not allow the inner packaging to be removed by the sterile nurse. The inner white cover was peeled back with the inner packaging still within the outer packaging as this was the only way to remove the implant.